Event description:
During a procedure, the needle on the dial of the encore inflation device gauge failed to move during pressurization. The device was replaced by another and the procedure was completed. There were no patient complications or injury. The used device will be returned for evaluation.